Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. Customer was unable to complete system check with tandem technical support at time of call. However, multiple attempts were made by technical support to follow up with the customer, but no response was received. Customer's blood glucose was 165 mg/dl at time of event. No additional information was provided.